Manufacturer narrative:
Lot #: suspected lot h21b02056. Initial reporter address:(B)(6) fengshan dist. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set leaked; further described as "the iodine leak out from transfer set." This occurred after use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye and magnification noted a damaged female connector. Functional testing, including clear passage and clamp function tests were performed with no issues noted. Leak testing identified a leak beneath the minicap. The leak was due to damage on the sealing surface of the dark blue female connector component where the minicap mates to the female connector. There were no other leaks noted. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.